Event description:
Customer reported her sensor readings can be fifty to eighty points different than her actual blood glucose. One time, customer was feeling ill so she checked her blood glucose and it was 40 mg/dl. She never received any low predict alerts warning her that she was going low. Customer also mentioned having issues with sensors sticking to the serter and blood at the insertion site. Customer declined troubleshooting for these issues. It was found that the predict alert feature had been turned off. Customer was assisted with turning the feature on. She was advised to call when issues arise for proper troubleshooting. Customer's last blood glucose was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).